Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterovaginal prolapse, cystocele and rectocele. It was reported that the patient had the concurrent procedures of total vaginal hysterectomy with anterior and posterior repair performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding and vaginal scarring. It was reported that patient underwent excision of mesh graft, repair of cystocele, and repair of posterior wall on 07/10/2012 for exposed vaginal mesh graft with vaginal fusions of the anterior and posterior walls. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.